Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2008, inratio: 3.9, lab: 2.81, mean: 3.4, confidence limits: 2.0-5.0. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab value are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No functional testing is required. Also, patient was on lovenox which may affect test results. No corrective action is required as no product deficiency was established. As of january 14, 2009, the meter is not expected to return. No further investigation is required at this time.

Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(6) 2008, inratio: 3.9, lab: 2.81.